Event description:
It was reported that while using a bd¿ needle 1/2 in. Single use, sterile, 30 g, the needle was clogged/blocked. It was reported by the customer that medications have not been able to pass through.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. Returned to manufacturer on: 16-sep-2022. Investigation summary: it was reported medications could not be pushed through the needles. To aid in the investigation, five hundred eleven needles in sealed packaging blisters were received for evaluation by our quality team. One hundred twenty-five samples were randomly selected for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Each of the one hundred twenty-five sample expelled the solution with a normal flow. A device history record review was completed for provided material number 305106, lot number 2020895. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that while using a bd¿ needle 1/2 in. Single use, sterile, 30 g, the needle was clogged/blocked. It was reported by the customer that medications have not been able to pass through.